Manufacturer narrative:
E1: event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during in-hospital inspection the cardiosave intra-aortic balloon pump (iabp) had the error code #14 occur. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that a compressor and regulator failure have been reproduced. It is believed that a malfunction in compressor #14 occurred due to a regulator failure. The fse replaced the positive pressure regulator, negative pressure regulator, and compressor. Calibration was performed, running tests were conducted for 2 days. The unit passed all functional and safety tests to manufacturer specifications.